Manufacturer narrative:
This report is submitted on 4 september 2020.

Event description:
It was reported that the rechargeable battery malfunctioned and the canister reportedly "burst" (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The rechargeable battery has not been returned to the manufacturer as of the date of this report.